Event description:
The customer reported the generation of false high patient results for ion selective electrolyte (ise), including sodium (na), chloride (cl), calcium (calc), and potassium (k), on their dxc 600 pro clinical chemistry analyzer. The customer stated that the instrument generated calibration and quality control (qc) failures at the time of the event. The customer repeated the sample on another system and obtained results considered correct. The customer stated two (2) false high ise results were reported outside the laboratory and were later corrected. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided initial results for five (5) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer, and identified the failure mode as a damaged sodium electrode. The fse replaced the electrode to resolve the issue. Patient information: information not provided by customer. The beckman coulter internal identifier is case (B)(4).